Event description:
The customer reported that cyclesure biological indicator (bi) was used after the expiration. The expiry date on the case was 2008. The expiration on the bis themselves reads 08-12. The customer interpreted this date to be 2012. No information was given regarding potential patient injury.

Manufacturer narrative:
Expired product.